Manufacturer narrative:
Device evaluation summary: during visual evaluation, an anomalies were observed the device consistent with a crease/fold in the anterior. Leak testing was performed in accordance with mentor's procedures. There were no leak sites confirmed. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. A manufacturing record evaluation (mre) was performed for lot number 6923550, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Reason for device explant and/or reoperation: rupture, and capsular contracture; baker grade iii. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient (date of birth (B)(6) 1993) underwent unspecified breast surgery with 600cc mentor memorygel breast implants on both sides and was presented with bilateral breast implant rupture, and bilateral capsular contracture; left side baker grade IV, and right side baker grade iii postoperatively. As a result, the patient underwent explantation and replacement with catalog number 3507004bc; serial number (B)(4) on the left side, and with catalog number 3507004bc; serial number (B)(4) on the right side on (B)(6) 2019. This report is for the patient¿s right-sided device.